Manufacturer narrative:
(B)(4). The device was not returned ; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This alarm occurred during dwell two while the patient was connected. The renal therapy service (rts) agent assisted in reviewing the lines. Rts agent then assisted with ending therapy on the cycler and the home patient would contact the registered nurse regarding the alarm and completion of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.